Event description:
This customer reported that the third shock was not delivered during a pt event. The users got a "no shock delivered: press pads firmly" message. They pressed down on the pads and changed the pads but the message persisted. They switched over to an AED to continue treatment of the pt. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). This customer reported that the third shock was not delivered during a pt event. The users got a "no shock delivered: press pads firmly" message. They pressed down on the pads and changed the pads but the message persisted. They switched over to an AED to continue treatment of the pt. There was no report of death or serious injury. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.